Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 419 mg/dl and 412 mg/dl. The customer was treated with eating bread. Customer also reported other blood glucose was 284 mg/dl, 219 mg/dl, 372 mg/dl, 312 mg/dl, 376 mg/dl. The insulin pump will not be returned for analysis.